Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noticed hypermobility of the gland and instability when using the prosthesis. The cylinders were noted to be malpositioned. The ipp is currently implanted, and the explant surgery is already booked. There is a possibility to fix the glans during the revision. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noticed hypermobility of the gland and instability when using the prosthesis. The cylinders were noted to be malpositioned. The ipp is currently implanted, and the explant surgery is already booked. There is a possibility to fix the glans during the revision. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. B3 approximated.